Event description:
It has been reported to philips that the allura image disk was full. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in diagnosis when the issue was identified and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disc is full. Upon further troubleshooting action, field service engineer (fse) found malfunction in the ippc. The fse replaced the ippc and reloaded os. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.